Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-04881. The patient received two pns leads (model 3166) with the same lot number. (Off-label use) the patient also received two leads (model 3146) with the same lot number. It was reported the patient experienced ineffective stimulation due to lead migration. Reportedly, x-ray results showed the lead (model 3166) moved from her occipital region and is attached to a nerve which causes pain. In turn, the patient stated the pain can be felt regardless of the system being on or off. Reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action to address the issue.